Event description:
It was reported to boston scientific corporation that following a pelvic floor repair procedure (completed with no complications) in approximately (B) (6) of 2009 (exact procedure date unknown) using a pinnacle anterior/apical pfr kit, the patient complained of tightness in the posterior portion of her vagina. The physician originally thought about removing the pinnacle mesh when the patient complained about the tightness, but "nothing was structurally wrong." On (B) (6) 2010, the patient was treated to relieved some of the tension in the posterior portion of her vagina. There was no exposure or erosion of the pinnacle mesh. The physician could not access the sacrospinous ligament mesh legs, therefore he dissected the interior wall to relieve some of the tension.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.